Manufacturer narrative:
Only the system board was returned to the manufacturer's quality assurance laboratory for evaluation.

Event description:
A ventilator's system board was returned to the manufacturer's quality assurance laboratory for further evaluation. The device was not in patient use. During the evaluation of the system board at the manufacturer's quality assurance laboratory, program corruption of the system board was observed.